Event description:
It was reported that patient had infection in the right knee, surgeon revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. Other devices listed in this report: cat. No.: unknown, description: unknown nrg /femur, lot code: unknown; cat. No.: unknown, description: unknown patella, lot code: unknown; cat. No.: 7115-0005, description: series 7000 standard tibia, lot code: 7yrmpe. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding revision of infected right knee involving an unknown insert was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had infection in the right knee, surgeon revised.